Event description:
Customer reported via phone, the insulin pump had alarmed iop test failure at 10:01 am, the device reset and it took about 10 seconds. Customer states, she had to manually get rid to the alarm twice in one week. Customer doesn't recall his blood glucose level. Partial troubleshooting was performed as customer was reporting a past event. Customer was advised to perform a normal bolus into the air and it was not recorded in the air. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No alarms were noted, and the pump passed the self test. However, the pump was received with minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.